Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: both tips of the returned screwdriver blades are completely broken / snapped off. The entire drive (on both screwdrivers) is broken off which indicates that a huge force had been used during this screw removal attempt. Further investigations using the microscope revealed some torsion lines (cracks) which can be noticed, whereas the high applied forces led to a strain hardening / embrittlement of the material which finally resulted in the breakage. The root cause of the failure was repeated powerful dynamically overload during use especially when removing screws. Furthermore, the event details state that the screwdriver has been used to extract a screw out. This device has not been designed to be used during extraction, since the forces applied to it during this step are heightened because of the osteointegration of screws to the bone. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that two screwdriver bits for axsos3 5mm was broken when attempting to remove a screw from a plate implanted in a patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that two screwdriver bits for axsos3 5mm was broken when attempting to remove a screw from a plate implanted in a patient.